Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a breakage on the surface of the pebax and internal parts exposed. It was initially reported by the customer that 106 alert code occurred after catheter plugged into carto and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported error 106 issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-aug-2024, the bwi pal revealed that a visual inspection of the returned device found breakage on the surface of the pebax and internal parts exposed. These findings were reviewed and assessed the issue of a ¿breakage¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster for evaluation. The returned device's visual inspection and magnetic sensor functionality tests were performed following biosense webster (bwi) procedures. Visual analysis revealed a breakage on the surface of the pebax and internal parts exposed. A screening test was performed, and the catheter was recognized and visualized on the system; however, error 106 was displayed on the screen due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The force sensor error (106) reported by the customer was confirmed. The potential cause cannot be determined. The instructions for use (IFU) in carto 3 system contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the break in the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported issue error 106. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).